Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was frequently charging the ipg for a longer period of time. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging the ipg for a longer period of time. The patient will undergo an ipg replacement procedure.